Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue of the svhp alarm during testing and evaluation. Bench testing determined that the "safety valve high pressure relief" alarm conditions were due to a non-conforming flow sensor. After installing a known good flow sensor the unit passed 185.5 hours of extended bench testing, the initial final test, and the initial alarm volume test with no abnormalities or alarm conditions. Vyaire medical replaced the flow sensor to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was alarming "svhp" and "vent inop". The customer stated that they tried to troubleshoot the problem but they were not able to correct the problem.